Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two prostyle cuff misses [suture retrieval issues] were noticed.. Three other prostyle were noted to have a suture break. The sutures of two new prostyle devices were successfully pre-placed. The sheath size was greater than 8.5f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: an unspecified issue occurred with one of the prostyle devices. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified issue could not be tested/confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 1142- failure to cycle- needle to cuff miss was removed. Device code 3190- insufficient information was added.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, two prostyle cuff misses [suture retrieval issues] were noticed. Three other prostyle were noted to have a suture break. The sutures of two new prostyle devices were successfully pre-placed. The sheath size was greater than 8.5f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated as (B)(6) 2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.